Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the stylet of the straight needle was bent. There were no environmental/external/patient factors that may have led to the issue. No actions/interventions were taken for the issue. The issue was reported as resolved at the time of the report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on june 1, 2018 reported the bent stylet was used in the patient. Specifically, the physician placed the touhy needle as usual and, when they pulled it out, the stylet was minimally bent. The cause of the issue was not determined. There were no further complications reported or anticipated.